Event description:
Information received from the field does not address the patient's clinical status but notes that the bipolar lead impedance dropped from 660 ohms to 280 ohms since implant. An x-ray showed no anomalies. Follow-up will continue.